Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 8am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿315, 380, 270 and 430 mg/dl¿ with the subject meter, however, the results were taken over the course of a few hours, so this is not considered a valid inaccuracy comparison. The patient manages their diabetes with insulin pump therapy and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 8 hours after the alleged product issue occurred they developed symptoms of ¿severe sweatiness and shakiness¿ as well as feeling ¿disoriented¿; symptoms which they self-treated at 4pm on (B)(6) 2017 by consuming additional food. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly on the subject meter and the results were obtained from an approved sample site. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.